Event description:
It was reported that the shock impedance of this right ventricular (rv) lead was high out of range. Technical services (ts) analyzed impedance data and determined that this was a gradual rise with a maximum value of 149 ohms. Ts provided troubleshooting including lead integrity testing advice. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.